Event description:
It was reported that pumps were discovered to have incorrect boot loader version installed, no patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which confirmed the reported problem and identified the initial cause of the reported problem. No product sample was received; therefore, visual and functional testing could not be performed. The root cause of the reported issue was found to be inappropriate software combination involving application software version.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08489 is no longer considered reportable, please disregard any MDR reports associated with it.